Event description:
Baxter reports, "one of the two occluder feet in a minicap transfer set broke. The patient went to the hospital for changing the broken set. No adverse reactions reported." No patient injury or medical intervention reported per baxter affiliate.